Manufacturer narrative:
Conclusion: this event was reported by the facility as not being product related, however, the event was procedure related. No conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the pt underwent an incarcerated ventral hernia repair procedure in 2008, during which mesh was used. During this procedure the pt was placed under general anesthesia and the procedure went well. Postoperatively, the pt developed a seroma, an ileus and an elevated white count. The seroma characteristics are listed as mild in intensity and severity. The lower portion of the wound was opened and a wound vac was placed four days later, as a result. The pt's elevated white count which was noted three days prior. A c. Dif. Test came back positive and the pt was started on antibiotics as a result. This event was resolved by 2008. The pt's ileus required the placement of an ng tube three days later. This issue was resolved by 2008. The patient was discharged from the hosp one week later. The dr has indicated that the event was not product related but was procedure related.